Event description:
It was reported the patient experienced a loss of pain relief. X-ray images taken in the field revealed the leads had migrated out of the sacral hiatus. The patient underwent a revision procedure where the leads were replaced and did well postoperatively. The leads were not returned for analysis as they were discarded by the facility.

Manufacturer narrative:
Approximate based on report of the event having occurred a few months ago. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2352500; model: sc-2352-50; serial: (B)(4); batch: (B)(4).